Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they saw a nurse on (B)(6) 2018 to address their sharp pain at their ins site, not being able to walk, and ins not being implanted in a good place. They indicated that they are having an MRI taken on (B)(6) 2018. The patient has not heard from anyone since, and they have made over 6 calls to 3 doctors. Their issue has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they need to have an MRI or CT scan because they were going up some stairs two weeks prior to the report and felt a sharp pain by their implantable neurostimulator (ins) site. They stated that the pain caused them to fall, and they had to crawl up the stairs. The patient indicated that they haven¿t been able to walk for 2 weeks because of the pain. They added that the change in therapy/symptoms was sudden. They also mentioned that the ins was not implanted in a good place, and that they can¿t really sit in a chair or car seat. They patient stated that they just deal with it because they don¿t want another surgery. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.